Event description:
Pt reported that the device displayed "end" (indicative of an empty strip drum) after inserting a new strip drum. Pt phoned technical support and was advised that a replacement device would arrive the following day. Pt phoned technical support 2 days later, indicating that she had not received a replacement device and had experienced a hypoglycemic event earlier that morning (~5:30 am). Pt stated that the prior evening, around 4 pm, she had eaten a turkey sandwich and took her normal amount of insulin (28 units nph and 8 units regular). Pt stated that she went to bed 8.5 hrs later (12:30 am). Pt reportedly awoke, 5 hrs later, exhibiting symptoms of hypoglycemia. Pt attempted to get out of bed, fell to floor, and emergency medical services were summoned, by a relative, on her behalf. Upon their arrival, 5 mins later, pt was reportedly transported to the hosp where she was treated with an intraveneous glucose solution. Pt indicated that she was released from the hosp approx 3.5 hrs later. Technical support had already requested the return of the suspect product. Pt's replacement device arrived 3 days after the event.